Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device had holes in tubing resulting in leakage. There was no other health impact or consequences reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Medical device type: jkad2a: common device name: tubes, vials, systems, serum separators, blood collectioninvestigation summary:bd received one photo for investigation, which shows a hole in the tubing. Additionally, 10 retained samples were visually inspected, and no damaged tubing was found.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged (hole in component).bd has initiated further root cause investigation relating to the issue of holes in tubing through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.